Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, it is likely that the foreign material remained since reprocessing was not conducted properly due to leakage by glue peeling between light guide lens and distal end, and leakage by cracked distal end. The foreign material was unable to be identified. The event can be prevented by following the instructions for use (IFU): detection methods are written in IFU: gif/cf/pcf-190 series operation manual chapter 3 preparation and inspection. Prevention measures are written in IFU: gif/cf/pcf-190 series reprocessing manual chapter 5 reprocessing the endoscope. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device has been returned to olympus service center for evaluation. The customer reported glass breakage at the distal end. The olympus physical inspection confirmed the objective lens and light guide lens had cracks. Additionally the evaluation revealed: adhesive on bending section cover had wear; third party repair had been performed; connecting tube had a scratch; due to wear of forceps elevator lever, up/down knob could not be locked securely; due to adhesive peeling between light guide lens and distal end, water tightness was lost; due to a crack on distal end, water tightness was lost; due to a chip on c-cover, insulation resistance value at distal end did not meet the standard value; due to a crack on objective lens, the image had dark area partially; due to clogging of channel-tube, forceps could not be inserted; due to damage on bending tube, bending angle in up direction exceeded the standard value; ig protector was shaved; distal end had a dent; and plastic distal end cover had a crack. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or when additional information becomes available.

Event description:
It was observed that during the device evaluation, the colonovideoscope exhibited foreign material in the air/water channel, the air/water tube and the auxiliary channel. There were no reports of patient involvement.